Event description:
It was reported, during infusion through the main connection of the huber needle, using the ¿push-stop¿ technique after sampling, washing the connection, and after administering the treatment, leakage was observed in the anti-reflux cap. The problem detected compromises the sterile seal of the product, which is essential in this type of device. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a droplet of fluid forming on the y-site valve is confirmed. Three videos of three separate safestep safety infusion sets with y-sites were returned for evaluation. During the videos, the infusion sets were flushed using a pulsating method. The blue stem of the valve moved slightly according to the pressure to which it was exposed; during positive pressure, the top of the stem was seen extending upward slightly. The videos showed that as the infusion sets were flushed, droplets of fluid were observed around each of the y-site valves. The drops of fluid appeared to occur between the side wall of the valve housing and the blue stem of the valve. Any fluid that was positioned between the blue valve stem and the white valve housing appeared to be pushed out from the white valve housing under a positive pressure. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a droplet of fluid forming on the y-site valve is confirmed. Two videos of two separate safestep safety infusion sets with y-sites were returned for evaluation. During the videos, the infusion sets were flushed using a pulsating method. The blue stem of the valve was observed to move slightly according to the pressure to which it was exposed; during positive pressure, the top of the stem was seen extending upward slightly. The video labeled for may 12th showed that, when the infusion set was flushed, a clear liquid formed droplets at the y-site valve. The video labeled for may 8th showed that when the infusion set was flushed, a red liquid formed droplets on the y-site valve. In both videos, the drops of fluid appeared to occur between the side wall of the valve housing and the blue stem of the valve. No drips were observed. Any fluid that was positioned between the blue valve stem and the white valve housing appeared to be pushed out from the white valve housing under a positive pressure. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ no video was returned for the event alleged to occur on may 16th. This complaint will be recorded for future trending and monitoring purposes.